Manufacturer narrative:
(B)(4). The customer reported that the display on the device was abnormal. The device was evaluated by a field service engineer. The symptom was clarified as the color on the display being abnormal when the customer ran the daily test. The display assembly was replaced to resolve the issue.

Event description:
The customer reported that the display on the device was abnormal.